Event description:
Reporter alleged the patient received the results of 41 mg/dl and 127 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was originally reported that the patient experienced stimulation in the wrong location; abdominal stimulation. There was no known accident or incident related to this event. He was unable to adjust stimulation. The "call your doctor" icon and early replacement indicator message displayed. The patient's healthcare provider confirmed that his device was working well for him. The patient visited his doctor and company representative regarding this event. His neurostimulator relieved a significant amount of pain until the leads developed a problem. His "instrument" malfunctioned. He underwent a laminectomy procedure and at that time his device was removed. He is no longer experiences pain.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.